Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel getting communication error 47 (control panel communication) in an arctic sun device. Used u.I. To complete decontamination. Unit was not cooling , all 3 pumps were working.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller hot gas bypass valve. The device was evaluated upon receipt. The device was confirmed to not cool. All three pumps were observed working. Hbpv was stuck open causing no cooling to the tanks. Chiller unit was replaced. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the control panel getting communication error 47 (control panel communication) in an arctic sun device. Used u.I. To complete decontamination. Unit was not cooling, all 3 pumps were working.